Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure that the device did not staple properly, which resulted in an incomplete staple line formation. The surgeon had to suture instead. There was no adverse pt consequence.